Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failures (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that he insulin pump had pump error hardware low level failures. Customer blood glucose level was 7.7 mmol/l. Trouble shooting was performed, self-test was passed. The device will be returned for analysis.